Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens can be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim display with reddish text.